Manufacturer narrative:
Based on the current information provided, the cause of death is unable to be determined. No product has been implicated or returned for evaluation. The report source cst is also the hepato-pancreato-biliary team coordinator. The sureform 60 stapler logs from the procedure showed no incomplete unclamps, incomplete clamps, or firing failures were logged for this instrument during the procedure. There were multiple clamps aborted by the user. Two vessel sealer extend (vse) instruments were used during the procedure. The logs for the first vse instrument showed it was installed and passed homing 8 times with 122 complete cut events recorded with no failures. The second vse instrument was installed and passed homing 3 times with 5 complete cut events recorded with no failures. Two e-100 electrosurgical generators were used during the procedure. The logs show 137 seal events with no errors, and 5 seal events with no errors respectively. Advanced system logs do not reveal any errors that suggest a fault with the system. No critical errors were reported by the system within 5 days of use after this procedure. A device history review for the device(s) involved with the reported event did not reveal any non-conformances to be related to this event. Review of the procedure by an isi medical safety officer (mso) concluded that according to the information in the summary of events, this patient underwent a robotic resection of a gastrointestinal stromal tumor (gist). The patient was subsequently discharged and returned to another hospital followed by transfer to the original hospital. A re-exploration was performed with open surgery. A staple line dehiscence and blood loss of 4l are reported, but the relationship of these complications and ultimate events surrounding the patient¿s death are unknown. Based on the information in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to these events. Section e3: the report source certified surgical technician is also the hospital hepato-pancreato-biliary team lead/coordinator.

Event description:
It was reported that the patient underwent a da vinci assisted gastrectomy (proximal) for a gastrointestinal stromal tumor. An intuitive surgical, inc. (Isi) clinical sales representative (csr) was informed that the patient had returned for a reoperation, had a 4l blood loss and expired the next day. No additional information was provided at that time. Through follow up with the hospital certified surgical technician (cst), it was learned that the original procedure was completed robotically, and the patient had been discharged from the hospital on an unspecified postoperative day (pod). The patient later sought care at a different hospital for unspecified symptoms and was subsequently transferred on pod 9 to the hospital where the original procedure was performed, for a potential, but unconfirmed staple line dehiscence. After the transfer, the patient underwent open reoperation. It is unclear when the 4l of blood loss occurred between the onset of symptoms prompting care to the patient¿s death. The hospital cst report source was not present during the procedure and was providing information that had been relayed to her about the event. Multiple attempts have been made to obtain additional information from the surgeon and risk manager, but no further details have been provided.